Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed. The reference channel stayed at unacceptably low value both in-vivo and during qc tests and algorithm hence worked correctly in triggering sensor failure (mep). Additional observation in visual inspection - platinum was found to be missing over portion of hydrogel (on the optical side).

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement resulting in early sensor removal.